Manufacturer narrative:
(B)(4). Concomitant product(s): - regenerex 34mm patella, catalog 141357, lot 344230; vanguard tibial bearing 63/67 x 12, catalog ep-183522, lot 911000; vanguard femur right 60mm, catalog 183044, lot 386610; modular splined stem 40mm, catalog 141369, lot 454860. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03198, 1825034-2017-04449, 1825034-2017-04446, 1825034-2017-04447, and 1825034-2017-04448.

Event description:
It was reported that the patient underwent a right total knee revision approximately one year post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.